Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident, but it was stated to be normal and did not require medical treatment. It was reported that the customer complained that the insulin pump replacement took too long, causing all key failure. There was no indication of troubleshooting or the issue being resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump was received with intermittent buttons response due to keypad connector on lcd board unlocked. No cosmetic damage noted.